Event description:
During review of a literature article titled "an 8mm port site hernia after robotic-assisted ileocecal resection: a case report", the following case report was reported. A patient who was diagnosed with cecal cancer underwent robotic-assisted ileocecal resection. The procedure was performed without intra-operative complications. On post-operative day three, the patient was found with blood stools. Blood was observed on the anal side mucosa at the anastomostic site through a colonscopy, but no active bleeding was observed. The patient was discharged on post-operative day nine without requiring interventions for hemostasis. Two days later, the patient presented to the emergency room with abdominal pain and vomiting. The abdominal CT showed small bowel herniation and incarceration at the port site. The patient was hospitalized and underwent a non-robotic manual reduction technique to resolve the hernia, the fascia was sutured closed under local anesthesia. No hernial defect strictures were observed. The patient was discharged sixteen days later after resolving from a pneumonia caused by the vomiting.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Source of article: ahn c, shibutani m, kitayama k, kasashima h, miki y, yoshii m, fukuoka t, tamura t, toyokawa t, lee s, maeda k. An 8-mm port site hernia after robotic-assisted ileocecal resection: a case report. Surg case rep. 2024 apr 2;10(1):75. Doi: 10.1186/s40792-024-01878-x. Pmid: 38564017; pmcid: pmc10987427. Field b3 event date was updated with literature article published date as the exact event date is unknown.

Manufacturer narrative:
The literature article author confirmed that there were no da vinci device malfunctioned during the procedure. The procedure date and patient's race were provided. Please refer to field b3, a5 and a6. The device information was updated as the event date was provided, please refer to section d. Review of the system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.

Event description:
Refer to h10/h11 for follow-up information.